Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: the pump has had repeated loss of prime issues today, and the patient had a blood glucose (bg) of 300mg/dl with dehydration, extreme thirst, and was 'grumpy'. The patient is being treated with nitrofurantion for a urinary tract infection. During troubleshooting, customer support determined that the patient was not using the cartridges per IFU and attributed the bg excursion to training/misuse. This complaint is being reported because the patient experienced hyperglycemia due to user error.